Manufacturer narrative:
Investigation results: a visual analysis of the returned device found that the handle cannula was bent. There were kinks on the catheter near the dongle and on the wire in several sections in the middle of the device. Functional testing could not be performed due to bent handle cannula. The device investigation found that the loop was not detached; this is contradictory to what was originally reported. The failures found were probably caused due to device manipulation during unpacking; therefore, the most probable root cause of this complaint is handling damage. A device history record (DHR) review was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during unpacking, they noticed that the metal part was bent and the snare was broken off. The procedure was completed using a another rotatable snare. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during unpacking, they noticed that the metal part was bent and the snare was broken off. The procedure was completed using a another rotatable snare. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.